Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level up to 59 mg/dl. The customer¿s current high blood glucose 288 mg/dl. The customer's blood glucose was 405 mg/dl at the time of the call. The customer had treated low blood glucose with food. The drive support cap was normal. Customer did not allege pump was over delivering. The customer also reported air bubbles. The product was not returned for analysis.